Manufacturer narrative:
The reported event was patient death. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient died due to cardiac dysrhythmia. It is unknown whether the patient's cause of death is device/procedure related. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) leads were explanted.